Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. No changes or intervention was performed. The patient condition was stable.